Manufacturer narrative:
(B)(4). Batch # u5de1j. Component code: (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. After disassembling, the jaw of the device could be open-close by the closure trigger. I addition, during the visual inspection of the knife without the knife advanced. The knife-edge was noted to be nicked. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Event description:
It was reported that during a laparoscopic local resection of the stomach for a gist, the closing lever was stiff to squeeze, and the knife did not move at the 3rd firing on the anterior wall. The jaws somehow closed, but the red safety could not be released, so the device was released before use. After that, when the device was checked, a small black part fell off from the device. The cartridge was replaced, but the device did not function. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.